Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Corrections: annex g - component desc 1 was updated to g04077 - jaw. Annex c - inv findings desc 1 was updated to c0706 - stress problem identified. Annex c - inv findings desc 2 was updated to c070603 - separation problem.

Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis (fa) team. The instrument passed the manual articulation of inputs. The instrument passed the recognition and engagement tests. The instrument passed the energy recognition test. Due to the broken clamp arm, energy delivery test and motion test could not be performed. The clamp arm was found to have breakage of the teflon pad at the tip. A piece approximately 1.5mm x 0.5mm was found to be broken off, confirming that a fragment detached from the instrument. The separated piece was not returned. The harmonic ace was found to have a broken clamp arm. The clamp arm was partially dislodged form its joint. As a result, the clamp arm appears to be loose and is misaligned with the blade. The instrument was found to have blade damage at its tip. The curved edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause is due to use conditions.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the instrument was not recognized. The procedure was completed with no reported injury.